Event description:
Alleges being diagnosed as latex allergic after repeated exposure to latex gloves. She alleges that as a result of the exposure to the gloves, she has become sensitized to latex and is now subjected to increased health risks. In addition, as a result of this sensitization, she alleges that she is subject in the future to one or more anaphylactic reactions to latex products. As a rssult of this disease she alleges suffering substantial injury, pain and suffering as well as economic loss.